Manufacturer narrative:
Concomitant medical products: 4068-45 lead, implanted: (B)(6) 1996; hc15018 valve, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no capture and high and undefined impedance were noted on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.